Event description:
A malfunction on a pump was reported by the caller, following a reset for a prior malfunction with technical support. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.